Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of a 5f mynx control vascular closure device (vcd) was deployed but bleeding did not stop. Manual compression was performed for 20 minutes to achieve hemostasis. There was no reported patient injury. The device was prepared and used according to the instructions for use. There were no visible signs of device or package damage prior to use. The procedure was performed via a retrograde approach during transfemoral cerebral angiography. The femoral artery suitability was verified by angiography, including insertion angle of the vascular sheath introducer. The vessel diameter was confirmed to be greater than 5 mm. The puncture site had no visible calcium or plaque, no stenosis greater than 50%, and no stent near the site. The target femoral site had not been closed within 30 days prior to the procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. The physician was trained and experienced with use of the device. A 5f non-cordis sheath was used. The sealant was deployed to the proper location. No anticoagulants, antiplatelets, or thrombolytics were used. The patient had no history of coagulopathy; and no issues were noted during balloon retraction or the button#2 step. The device will be returned for evaluation.